Event description:
The pt's stimulation was intermittent during normal movement and when arching her back. She also experienced a loss of therapeutic effect. The pt noticed that her back was aching more and felt a "pinching sensation" in her low back, legs, at the neurostimulation location, and at the lead location when lying down or recharging. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).